Manufacturer narrative:
There is no product problem or systemic issue identified and product is working as intended. The differences observed are likely due to sample specific factors. An investigation was performed and indicated that, based on the curves and cts generated, the sample is indicative of a sample near the limit of detection (lod). Samples near the lod can waiver between positive and negative. Another potential factor that could have contributed are differences in technology.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample initially generated a positive result when tested on the cobas® sars-cov-2 qualitative assay. After that, the patient independently took a rapid antigen test for sars and tested negative. The same initially collected patient sample was tested again on the cobas® sars-cov-2 qualitative assay and generated a negative result. No harm was alleged. Both initial and repeat test results were released. Per FDA¿s eua guidance, 1 MDR will be filed.